Manufacturer narrative:
(B)(4).

Event description:
It was reported that warm-up takes longer than expected occurred. A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of warm-up continued longer than intended duration is reportable based on the finding of transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.